Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump placed to support a patient admitted in cardiogenic shock and with cardiomyopathy. The pump had in aorta alarms / optical signal issues and was explanted and replaced after 6 hours. The patient survived the event.

Manufacturer narrative:
The investigation into positioning issues has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the positioning issue most likely was use related due to improper technique. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21118.